Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on device analysis completed on 22nov2018. It was reported that crossing difficulties were encountered. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. A 3.00 x 32 synergy drug-eluting stent was advanced twice but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patients status was stable. However, returned device analysis revealed stent damage. Device evaluated by MFR.: a synergy ous mr 3.00 x 32mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found that the stent had been damaged. The proximal section of the stent was damaged with stent struts lifted from the stent profile. The undamaged crimped stent od (outer diameter) was measured, this is within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the full length of the catheter. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.